Event description:
It was reported that the handpiece was overheating. There are no reports of any patient involvement, and no adverse consequences have been reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was a corroded motor housing, damaged nose cone, or burnt contact pins. The driveshaft assembly, nose cone, bearings, and motor assembly were each replaced. Service will repair and return the device to the customer.